Event description:
It was reported that the patient had a revision. The patient¿s implantable neurostimulator (ins) was in overdischarge. It was replaced and the device was reprogrammed in recovery. The patient had good coverage for her pain.

Manufacturer narrative:
Concomitant medical products: product ID: 3890, lot# j0451663v, implanted: (B)(6) 2005, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 389033, lot# j0504388v, implanted: (B)(6) 2005, product type: lead. Product ID: 389033, lot# j0451663v, implanted: (B)(6) 2005, product type: lead. (B)(4).